Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that her daughter experienced hyperglycemia. Customer's blood glucose level of 400 mg/dl. The customer did not provide the symptoms regarding high blood glucose. Customer's mother reported that the cannula was bent at the infusion set at last night. Customer's mother also stated that tape was not sticking so well. Customer also stated that the bolus not delivered yesterday which was related to the bent cannula. Customer was experienced high blood glucose at this morning and test with ketones, she was able to delivered a bolus and stated that no need for further assistance. Troubleshooting was done for cannula bent. No further details provided. The insulin pump was not returned for analysis.